Manufacturer narrative:
(B) (4), tip incomplete, hydrophilic tip missing. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corp on 06/23/2009 that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6)2009. According to the complainant, before preparation, the nurse observed that the tip of the jagwire was incomplete. Approx 3 mm of the internal metal wire was not covered with the hydrophilic tip. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."